Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') and fibromyalgia ('autoimmune diagnosed/autoimmune disorder type of disorder: fibromyalgia') in an adult female patient who had essure (batch no. 886674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, miscarriage, c-section, placenta previa, postoperative infection, wound and hypothyroidism. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems condition: anxiety"), staphylococcal infection ("rashes or skin conditions type: mrsa") and subcutaneous abscess ("rashes or skin conditions type: subcutaneous abscess") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In 2013, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia (seriousness criterion medically significant), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue/fatigue"), dental caries ("dental problems/dental cavities"), migraine ("migraines/migraine/headache"), headache ("headaches"), back pain ("back pain"), neck pain ("neck pain") and pain ("body pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fibromyalgia, dysmenorrhoea, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, fatigue, dental caries, migraine, headache, weight increased, vaginal infection, anxiety, staphylococcal infection, subcutaneous abscess, back pain, neck pain and pain outcome was unknown, the menorrhagia, vaginal discharge and vaginal haemorrhage had resolved and the alopecia was resolving. The reporter considered alopecia, anxiety, back pain, bladder disorder, dental caries, dermatitis allergic, dysmenorrhoea, fatigue, fibromyalgia, headache, menorrhagia, migraine, neck pain, pain, pelvic pain, psychological trauma, staphylococcal infection, subcutaneous abscess, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: as discrepancy noted in date of insertion: (B)(6) 2011 insertion date: (B)(6) 2012 (discrepancy noted). Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events per pfs: vaginal hemorrhage (abnormal bleeding (vaginal, menorrhagia), vaginal infection (infection (bladder/ urinary tract/vaginal) type: vaginal), anxiety (psychological or psychiatric problems condition: anxiety), staphylococcal infection (rashes or skin conditions type: mrsa), subcutaneous abscess (rashes or skin conditions type: subcutaneous abscess), back pain, neck pain, general body pain were added. Onset date of events were added, lot number was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') and fibromyalgia ('autoimmune diagnosed/autoimmune disorder type of disorder: fibromyalgia') in an adult female patient who had essure (batch no. 886674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, miscarriage, multiple cesarean sections, placenta previa, postoperative infection, wound and hypothyroidism. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/vaginal discharge"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psychological or psychiatric problems condition: anxiety"), staphylococcal skin infection ("rashes or skin conditions type: mrsa") and subcutaneous abscess ("rashes or skin conditions type: subcutaneous abscess") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In 2013, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia (seriousness criterion medically significant), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue/fatigue"), dental caries ("dental problems/dental cavities"), migraine ("migraines/migraine/headache"), headache ("headaches"), back pain ("back pain"), neck pain ("neck pain") and pain ("body pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fibromyalgia, dysmenorrhoea, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, fatigue, dental caries, migraine, headache, weight increased, vaginal infection, anxiety, staphylococcal skin infection, subcutaneous abscess, back pain, neck pain and pain outcome was unknown, the menorrhagia, vaginal discharge and vaginal haemorrhage had resolved and the alopecia was resolving. The reporter considered alopecia, anxiety, back pain, bladder disorder, dental caries, dermatitis allergic, dysmenorrhoea, fatigue, fibromyalgia, headache, menorrhagia, migraine, neck pain, pain, pelvic pain, psychological trauma, staphylococcal skin infection, subcutaneous abscess, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: as discrepancy noted in date of insertion: (B)(6) 2011 insertion date: (B)(6) 2012 (discrepancy noted). Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Lot number:886674, manufacturing date: 2011/08, expiration date:2014/08. Lot number:886674, manufacturing date: 2011/08, expiration date:2014/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') and autoimmune disorder ('autoimmune diagnosed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, dysmenorrhoea, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, tooth disorder, migraine, headache and weight increased outcome was unknown and the menorrhagia had resolved. The reporter considered alopecia, autoimmune disorder, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: as discrepancy noted in date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: event injury nos replaced with event chronic pain, autoimmune diagnosed, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, psych injury, bladder problems, urinary problems, vaginal discharge, fatigue, hair loss, dental problems, migraines, headaches, weight gain. Patient demographic details, reporter and product information was added. Lab dada added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.